Event description:
It was reported that a patient presented with premature battery depletion noted on the insertable cardiac monitor. The device was not yet implanted in the patient. No adverse consequences were reported.